Manufacturer narrative:
Medical device problem code 2017 - failure to follow steps / instructions the device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint additionally, a review of the complaint history identified no other incidents from this lot. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a proglide device after an interventional procedure using an 8f sheath. Reportedly, femoral imaging was not performed to verify the puncture site. The knot was successfully advanced and closed the access site. However, it was noted that the device failed to achieve hemostasis. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.